Event description:
On (B)(6) 2006 an apogee graft was implanted. On (B)(6) 2006 during vaginal examination stitches were exposed and estimated to be 1mmx3mm. The stitches were trimmed in the office. Reportedly the event has been resolved.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.